Event description:
It was reported that the patient's pump "broke loose" in 2010 because "they always put it in [the patient's] waist" where she bends. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).